Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and evaluated. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016, with a number of revivable microorganisms less than 1 cfu/endoscope. Upon evaluation of the device, it was observed that there were wear and tear elements. Observations for the device are as follows: distal end cover (c-cover) insulation is less than threshold; adhesive of lens has wear and tear; charge couple device (ccd) cover lens adhesive has wear and tear; distal end rubber coating (a-rubber) adhesive is separated; and up/down knob has angulation less than specified value and play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Detergent is not used. During manual cleaning detergent used is anios clean exceld. Disinfection is not performed. Brushing is performed for the instrument/suction channel, suction cylinder, and instrument channel port. Model numbers of the brush used is asept inmed reference 201790. Disinfecting is not performed for manual cleaning. Automatic endoscopy preprocessor (aer) device is soluscope. Detergent used with it is solution a and c and disinfectant used is solution p. The device is stored in a hysis storage cabinet with drying functionality. Maintenance of the device is by olympus. The device was not sterilized.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold corresponding to the action level for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The test results of (B)(6) 2023 are as follows: presence of pseudomonas aeruginosa greater than 1000 cfu/100 ml.